Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date- 07/13/06. Inratio - 4.0, 4.2, 4.3, 4.5, 4.5, 7.2; lab - 2.25, 2.25, 2.25, 2.75, 2.75, 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 07/13/06. Inrati - 4.0, 4.2, 4.3, 4.5, 4.2, 7.2; lab - 2.25, 2.25, 2.25, 2.75, 2.75, 2.5; mean - 3.125, 3.225, 3.275, 3.625, 3.475, 4.85; confidence limits - 1.8-4.2, 1.9-4.6, 2.0-5.0, 2.2-5.3, 2.0-5.0, 2.8-7.2. Per internal procdure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the last set of data, the lab values are outside the confidence limits for inr testing. Products will be returned for investigation.